Event description:
Device 2 of 2; reference MFR. Report# 1627487-2019-03889. It was reported the patient experienced a fall. In turn, the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the scs system was explanted.